Manufacturer narrative:
Device evaluation: the intraocular lens was returned to the manufacturer for evaluation and the visual inspection showed that the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. The complaint cannot be confirmed. Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification in terms of optical, cylinder power and resulting contrast. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received to date. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. No product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zct400, was performed from the left eye because the patient experienced residual hyperopia with astigmatism. There was no complications, no injury, and no additional procedures. The lens was replaced with another model, zct225, 11.0 diopter. The patient is noted as recovered. No additional information was provided.